Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, two days following device deployment, the physician found a bruit on physicial exam. An ultrasound was performed, which confirmed the presence of a pseudoaneurysm. Ultrasound guided external manual compression was held, and the pseudoaneurysm resolved. The patient reportedly tolerated this procedure well, and was discharged with no sequelae.